Event description:
New information received notes that the serial number of the lead was cpa106215.

Event description:
It was reported during remote follow up that a lead of unknown positioning exhibited ventricular noise reversion episodes. The lead will remain implanted and will continue to monitored. The patient was stable and asymptomatic.